Event description:
Caller reported cgm error 42 and mentioned their pump had died overnight due to a low battery. There was no adverse impact to the customer's blood glucose level. Technical support provided comprehensive instructions for a pump reset and guided the caller through the process. After the reset, no further cgm error codes appeared, and the caller was able to successfully start their sensor session.